Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was kinked approximately 37.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the lantern was kinked. This damage may have occurred due to forceful manipulation of the lantern during advancement or positioning within patient anatomy. The damage observed on the lantern likely contributed to the ruby coil becoming stuck inside the first lantern used during the procedure. Evaluation of the ruby coil revealed that the pusher assembly was kinked. This damage may have occurred due to forceful manipulation of the ruby coil after it became stuck in the lantern. The damage observed on the ruby coil may have contributed to the inability to advance the ruby coil through the second lantern used in the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01619.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils and lantern delivery microcatheters (lantern). During the procedure, the physician placed another manufacturer¿s diagnostic catheter into the target vessel and then advanced a lantern through it. While attempting to advance a ruby coil through the lantern, the physician experienced resistance and the ruby coil was unable to advance any further. The physician made multiple attempts to advance the coil by retracting and re-advancing it through the lantern; however, the coil was unable to advance through the lantern. Under fluoroscopy, the physician noticed that the lantern was kinked. Therefore, the ruby coil and lantern were removed. Upon removal, it was noted that the lantern was kinked at the mid-shaft. The physician then opened and advanced a new lantern into the patient¿s body and attempted to re-use the previous ruby coil. However, the ruby coil would not advance through the new lantern and was removed. The procedure was then completed using the new lantern, three new ruby coils and two new pod packing coils. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.